Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be depleted main batteries as a result of user error. The main batteries and harness were replaced to correct this condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 5.09.90. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.